Event description:
It was reported that the patient was experiencing frequent charging issues with their implantable pulse generator (ipg). The patient underwent an ipg revision. Additional information was received indicating that the patient was doing well postoperatively. The explanted device was disposed by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block h8.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent charging issues with their implantable pulse generator (ipg). The patient underwent an ipg revision procedure.